Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair info is not available at this time.

Event description:
The customer reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.